Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system boot up took long time before it goes to the main screen. A technical support specialist (tss) followed knowledge article of "dst windows update troubleshooter" to check on the windows update, rebooted the medication application login as admin, installed the windows update and confirmed that the medication application was launched after reboot and verified that no more icon showed on software update to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, boot up took a long time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.